Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1562312, #1561439, #1561433, #1563835, #1562338, #1563837 and #1563154). Root causes are not identified. We will track this kind of event and monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The separated piece could not be retrieved and was incorporated into the filling.